Event description:
It was reported that the device had channel errors which usually occur during setup and to troubleshoot, the user would tag the device with a "post-it". There was patient involvement but no harm. Although requested, no additional information was provided, and no devices will be returned for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.